Manufacturer narrative:
The initial reporter also notified the FDA on 26/12/2023 medwatch report is mw5149675. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24g x .75in was leaking. The following information was provided by medwatch: 24 gauge nexiva IV (intravenous) catheter - new IV (intravenous) site insertion on patient, with successful blood return when needle inserted. Rn (registered nurse) noted leaking from nexiva device where flexible catheter attaches to built-in stabilization platform. Rn noted leaking of blood from this site prior to flushing the line with saline, also noted leaking of saline with flushing attempt. Unable to leave IV site in place due to leaking, requiring further IV stick attempts for patient. Unable to provide lot or expiration.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the photograph that was provided for investigation. The photo showed a 24g nexiva unit in a plastic bag with a sketch on a sticky note that indicated the location of the leak at the junction between the catheter tubing and the catheter adapter. The leak could not be confirmed from the photo and without the physical sample, the root cause could not be determined. Although the photograph does not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.